Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient that the patient's implantable cardioverter defibrillator had a false reset alert. Patient did not experience any adverse consequences. It was discussed to perform a device download to resolve the issue. No further information was reported.